Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and unable to prime during the prime test due to protruded/loose drive support disk. The insulin pump had cracked display window corner, scratched lcd window, cracked belt clip slot at battery tube threads area and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 156 mg/dl. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.